Event description:
It was reported by the customer that the bd maxzero¿ zero reflux IV connector leaked. The following information was provided by the initial reporter: maxzero needle free connector on opposite port leaked saline out of the top of the connector during flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of connector leaking saline could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported by the customer that the bd maxzero¿ zero reflux IV connector leaked. The following information was provided by the initial reporter: maxzero needle free connector on opposite port leaked saline out of the top of the connector during flushing.